Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was not confirmed. However, in addition to the foreign material found in the nozzle, other evaluation findings are as follows: a streak of flare appeared in the image due to the peeling adhesive around the objective lens; the insulation resistance value at the distal end did not meet the standard value due to adhesive peeling on the bending section cover; the bending angle in the up direction was not within the standard value due to wear of the angle wire and a dent on the bending tube; the adhesive on the bending section cover was chipped; the adhesive around the objective lens was peeled; the light guide lens and the connecting tube were discolored; the air/water cylinder, and the upward/downward knob were corroded; and the electrical connector was discolored due to water leakage. Lastly, there were scratches on the following parts: the plastic distal end cover, the connecting tube, the protector of the universal cord on the suction connector side and the control section side, the image guide protector, the forceps elevator knob, the upward/downward knob, the right/left knob, the switch box, the scope cover, the suction connector, the universal cord, the grip, the control unit, and switch#1. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. It is unknown if the customer flushed the air/water nozzle with water and air or wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. It is also unknown if the customer flushed the air/water nozzle channel with the detergent solution. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the root cause of the foreign material in the nozzle could not be determined since it was unknown if the reprocessing was conducted in accordance with IFU from the obtained information. The event can be detected and prevented in accordance with the following IFU: the instruction manual evis lucera gif/cf/pcf type 260 series operation manual describes how to detect for the suggested event in chapter 3 preparation and inspection. The instruction manual evis lucera gif/cf/pcf type 260 series reprocessing manual describes how to prevent for the suggested event in chapter 3 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the gastrointenstinal videoscope had a defective charged coupled device unit and displayed images with white dots. There was no report of patient harm. The device was returned, evaluated, and there was foreign material in the nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.